Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms were received during bolus deliveries. The customer's blood glucose levels ranged between 150-220mg/dl. Multiple infusion set changes were performed in an attempt to resolve the occlusions but the occlusion alarms continued. The customer declined troubleshooting with tandem technical support (cts) due to not having changed out the cartridge which had been in used/refilled for two weeks. Cts advised the customer not to reuse cartridges and to only use cartridges per labeling. The customer stated that the cartridge would be changed and declined any follow-ups.